Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implantation of an lps knee prosthesis: xsm femur and femor lps + 10 mm adapter (ref without intraoperative complication. Detection in consultation of a rotation disorder of the femur, which was not present on the intraoperative pictures related to a mismatch of the morse cone (either between the sleeve and the adapter or between the adapter and the femur). Major rotation disorder in external rotation of the femur with severe alteration of the flexion axis of the leg. Surgical revision for replacement of adapter and femoral implant (same manufacturer, same sizes). No intraoperative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this complaint was received for examination. Visual examination found nothing indicative of a device nonconformance, the reported allegation cannot be confirmed. Some slight extraction markings can be seen near the sleeve adapter mating component. No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Event description:
Additional information received. A. What is the affected side: -right knee. B. Was there a surgical delay? If yes, what was the duration of the delay? -no delay during the initial surgery.